Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. The technician was unable to complete the pre eval due to device issue (screen won't turn on). There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the complaint was confirmed (lcd display damage). The technician recommended replacing the lcd display to address the issue. In addition, the device powered on and operated as it should. The technician was unable to obtain the device logs. No repairs performed. The device was scrapped.